Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 26. Details of surgery: implant surface not completely covered with bone, sinus perforation and sinus augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.